Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the wired foot pedal was not properly activating wands when pressed. It is unknown whether the event happened during surgery and if there was patient involvement. Also unknown how the procedure was completed or if there was a delay.

Manufacturer narrative:
H3, h6, the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a rusted base and chassis and the cable connector is missing its metal locking sleeve. A functional evaluation revealed the unit would not be able to lock in place into a unit due the missing metal lock sleeve. The complaint was verified. Factors that could have contributed to the reported event include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage.